Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. There is a similar model ec38-i10l-us is available for sale in the united states with a 510k #k131855. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. Inspection findings are as follows: fluid invasion in pve connector, residue on air/water socket, customer complaint not duplicated, hole in # 1 remote control button cover, pve electrical connector frame mild corrosion, fluid invasion not observed in control body, bending rubber mild discoloration, fluid invasion in pve connector, passed wet leak test, passed dry leak test, image dark, air/ water socket loose screw, light carrying bundle led light is not working or not function, pve electrical connector frame mild corrosion, air/ water socket loose, customer complaint confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 09-dec-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 15apr2016 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10l. In the event reported, the user states that there were no video image. The timing of the event is in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off. Correction information: h6: coding changed, based on the investigation result.